Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report the receiver displayed the initialization screen without a manual restart on (B)(6) 2015. The patient did not report injury or medical intervention. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no observations related to customer complaint found. Global receiver functional test station resulted in no failures related to the customer complaint. A review of the receiver data log was performed finding a firmware error code failure, confirming the reported complaint. However, a root cause could not be determined.